Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 3, 2021, was chosen as the best estimate based on the implantation date. Block h6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e1405 captures the reportable event of dyspareunia. Imdrf impact code f2303 captures the reportable event of additional medical treatment. Imdrf impact code f1905 captures the reportable event of mesh removal.

Event description:
It was reported to boston scientific corporation that an upsylon device was implanted during a procedure performed on (B)(6) 2021. Due to the implantation, the patient sustained injuries such as pain, dyspareunia, urinary infections, vaginal vault prolapse, diverticulum of the bladder, and additional medical treatment and procedures including repair and removal. No additional information was reported.